Event description:
It was reported that a pta balloon ruptured circumferentially at approximately 10 atm while being used to dilate a resistant lesion at the anatomosis of a brachio-cephalic fistula. During withdrawal of the pta balloon dilatation catheter into the sheath, the balloon became bunched up at the tip of the sheath and could not be removed. The physician performed a small cut down at the access site and both the pta balloon dilatation catheter and the sheath were removed in their entirety. Another balloon catheter was used to successfully complete the procedure.

Manufacturer narrative:
The lot number has been provided and a review of the device history records was performed. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has been returned for evaluation and the investigation is currently underway.